Event description:
It is reported that the rasp broke while being removed from the canal. The fractured piece remains in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.